Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
It was reported: a (B)(6) year old caucasian male was treated with t2 ® alpha tibia nail for an open tibia shaft fracture. After more than 4 months (149 days from surgery) a follow-up visit was performed and a delayed consolidation was documented radiologically. A surgical intervention with dynamisation by removal of 2 proximal screws was performed. Further information is not available.